Event description:
Information was received from a patient with an implantable neurostimulator (ins) for unknown indications for use. The patient reported that their ins started transmitting on its own. The patient wanted the phone number of their healthcare provider (hcp) since they were just implanted that day and they wanted to make sure settings were right. They wanted to speak with their hcp to see what the timer is set on for stimulation turn off and on. There were no symptoms reported. No further complications were reported or anticipated.